Event description:
The customer reported that the unicel dxc 600 pro synchron system generated false low tbil (total bilirubin) results for three patient samples. The instrument also suppressed (did not generate) results with error flags on an unspecified number of patient and quality control (qc) samples. The results were not reported out of the lab and there was no impact to patient treatment. No other analytes were erroneous.

Manufacturer narrative:
The field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the photometer source assembly to resolve the issue.